Manufacturer narrative:
The reported screw was not returned for evaluation. However, two (2) drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned products were inspected under magnification. Under magnification, the batch numbers of the t8 stick fit hexalobe drivers (80-0759) were confirmed as 530524 and 540134. The first driver ( batch number 540134) showed slight signs of twisting at the lobes of the driver tip as they curved nearing the very end of the driver tip. The second driver showed a fractured surface at its end and was returned alongside a fragment of the driver tip. Both the remaining driver shaft and the fractured tip showed an angled, torsional fracture pattern. The remaining drier tip fragment measured approximately 0.118 inches. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Noticeable twisting of the hexalobe feature additionally indicates an excessive twisting load about the driver's central axis. Hexalobe tip twisting or breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. In a screw removal case there may be significant growth between the bone and the implant which contributes to the increased torque required to remove the implant. However, no definitive root cause could be determined.

Event description:
It was reported during a routine removal procedure, one driver tip broke and one driver tip twisted. The broken driver tip fragment was able to be retrieved. This issue prolonged the surgery by 30 minutes. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00629 and 3025141-2023-00630 for the other devices involved in this event.